Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with failure code 550:320:654:0000 was confirmed but not reproduced. The cause of the reported condition was determined to be a loose p12 connector from the rear inverter harness to the speaker harness. The p12 cable was reconnected to fix the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with failure code 550:320:654:0000; this condition had the potential to interrupt delivery. This event occurred upon power up in the emergency room. There was no report of patient involvement, injury, or medical intervention necessary. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4).a service history review revealed no previous service events were related to the reported condition.